Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records reviewed, and no issue found. Additional information was requested and the following was obtained: what was the date of the initial procedure? (B)(6) 2019. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please refer to the event description, no further information can be provided. What was the onset date of symptoms from the initial surgical procedure? (B)(6) 2019. If applicable, will product be returned, return date, tracking information? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Anaphylaxis. What is the patient¿s current status? Unk.

Event description:
It was reported that a patient underwent debridement and suture of mouth and lip laceration procedure on (B)(6) 2019 and suture was used. The patient suffered from erythema and inflammation on the lip skin and mucous membrane. The patient was given melocillin sodium and sulbactam sodium to strengthen the anti-infection. Dexamethasone was given as an anti-inflammatory drug and cimetidine to protect gastric mucosa, and 3% hydrogen peroxide was given to the patient twice a day for topical change. The current patient condition is changed for the better. Additional information has been requested.